Manufacturer narrative:
.0depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary :no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot :null. Device history batch :null. Device history review :null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "head penetration into hylamer acetabular liner sterilized by gamma irradiation in air and in a nitrogen atmosphere" written by ken-ichi yamauchi, md, yukiharu hasegawa, md, seiji iwasada, md, shinji sakano, md, shinji kitamura, md, hideki warashina, md, and hisashi iwata, md published by the journal of arthroplasty vol. 16 no. 4 2001 accepted by publisher 22 november 2000 was reviewed. The article's purpose: "the present study was undertaken to investigate the penetration rate and incidence of osteolysis in cementless tha with hylamer acetabular liner in vivo and to investigate the penetration rate of hylamer acetabular liners with gamma sterilization in air and in a nitrogen atmosphere." The article allegates there is a high rate of wear with the hylamer liners and suggests the osteolysis found within the study is associated with the high rate of liner wear. No mention of debris. Data was compiled from 37 total hips (12 in enduron group and 25 in hyalmer group - hylamer also divided inoto 6 hips in air group and 19 in barrier). The enduron's group was compared to each sub group of the hylamer group. Depuy products utilized: duraloc cups, enduron and hylamer liners, cocr femoral heads, aml stems. Two patients identified in radiographic pictures are captured individually in linked complaints. This complaint captures generalized adverse events without patient identifiers: non-progressive cup migration without indication of surgical revision (4), osteolysis in femoral and acetabular side (3) with indication of revision via potted graph figure 3. Although not stated, it would be reasonable to conclude that revision surgery included explantation of at least the liner but necessarily the femoral head as the article focuses on performance of the liner.